Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, this device was assembled properly with the handpiece and the generator before activating on the patient. After approximately five times activation, a strange sound appeared and the surgeon stopped the operation. Taking out the blade from the patient, the surgeon found there was a crack on the blade. When activating again outside of patient, the blade broke. Unknown how case was completed. There were no adverse consequences for the patient.